Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. As per the registered nurse the disconnection was between the transfer set and the titanium adapter due to the hp was pulling it too much. There was no patient injury or medical intervention associated with this event. No additional information is available.